Event description:
A malfunction alarm identified as malf 12 occurred, and there was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump. After completing the reset, the malfunction code did not recur, and the customer was able to continue using the pump. Technical support advised the customer to call back if the issue reappeared, which the customer acknowledged and understood.